Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying high when he started to feel weird. He checked his bg and the meter showed 30 mg/dl. The patient called 911 and the paramedics transported him to the hospital where he was treated with glucose. The patient stated he mentioned having internal bleeding from his long-term effects of diabetes and was kept under observation at the hospital. It was indicated that the patient does not suspect that the dexcom had caused the internal bleeding. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.